Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head was very loose on first refill, head became detached from second refill while brushing and the pin came up [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that he or she used two oral-b power oral care refills cross action, and the first refill used was thrown away because the head was very loose on it. The head of the second refill became completely detached while brushing, and "the pin came up." The consumer reported a third refill was being used. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.